Event description:
The reporter stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. After the package was opened, they inspected the lens and found a black spot on lens. They did not attempt to use the lens. No patient contact.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaints were found. Conclusions: based on the complaint history, work order search, a specific root cause of the event could not be determined. Lens has not been returned for evaluation. (B) (4).